Event description:
It was reported the system intermittently shut down without command. There was no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.